Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted tha the device door latch was broken. There was no patient involvement, no reports of any adverse events, and no reported delays of critical therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.